Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus and or basal delivery. Motor position encoder error was not confirmed in history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for motor error during the priming process. Blood glucose reading was 92 mg/dl. Blood glucose reading at the time of the alarm was over 220 mg/dl. Customer attempted to bolus 25 units of insulin but the bolus only delivered 10 units. Explained the max bolus feature on the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.